Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), and the outer insulation was breached cut; apparent explant damage.

Event description:
It was reported that there was inconsistent capture and high threshold on the right ventricular lead. The lead was explanted and replaced. No further patient complications were reported as a result of this event.